Event description:
The source literature reported one aneurysm perforation, three thromboembolisms, one third nerve palsy, and one retroperitoneal hematoma in the treatment of 100 pts with hydrocoil embolization coils. After an average follow-up period of 5.3 months, three unruptured aneurysm pts developed symptomatic hydrocephalus requiring ventriculoperitoneal shunt surgery, with recover in all three.

Manufacturer narrative:
This article (berenstein et. Al., treatment of cerebral aneurysms with hydrogel-coated platinum coils (hydrocoil): early single-center experience. Ajnr. 2006;27:1834-1840) was sent to the company from the FDA on march 18, 2008. On jun 1, 2009, upon consultation with nurse consultant, reporting systems monitoring branch, division of postmarket surveillance, office of surveillance and biometrics, cdrh/FDA, the company obtained clarification that this information should also be reported to the FDA office of surveillance and biometrics as a MDR.